Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) walked customer through powering off the system and disconnecting blue fiber cable from surgeon side console (ssc1) and powering on the system in single console mode and system completed post and customer was able to dock with no further issues. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that they have elected not to proceed with the field servicing engineering (fse) repair that was initially as the system is a loaner unit and that they have elected to return the unit.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that repeated non-recoverable error 307 occurred when docking. The customer power cycled the system, and the system powered on with error 307 on surgeon side console (ssc1) touchpad. The customer performed another power cycle, which cleared the error; however, the error reappeared when the customer attempted to dock. The tse had the customer power off the system and disconnect the blue fiber cable (bfc) from ssc1. The customer continued the procedure with another ssc in a single console mode. The procedure was completed as planned with no reported injury.